Event description:
Event description cpi received information that this bipolar lead was removed from service due to a conductor failure. An invasive procedure was performed and the physician elected to replace it with a new lead of the same model. The implantable pulse generator (ipg) was also replaced at this procedure.